Event description:
Bleeding and swelling was noted at the implant site the day following implant. The pocket was reopened and an antibiotic sleeve was placed around the device at this time. Approximately two weeks later, the antibiotic sleeve had begun to erode through the pocket and the infection had not improved. The system was therefore explanted. As of (B)(6) 2011, the physician considered the wound fully healed and plans to reimplant the pt in one to two weeks. The hosp has retained this system and no additional info is available. Should additional info become available, this event will be updated.